Event description:
Treatment of a large unruptured saccular aneurysm measuring 11mm x 5mm in the ophthalmic segment of the left ica (internal carotid artery). During the pipeline deployment, it was reported that the device (5.0mm x 14mm) could not be opened proximally despite using common deployment techniques; therefore, it was corked and removed from the patient without issues. Another pipeline (5.0mm x 14mm) was used and the same event occurred. Common deployment techniques also did not open this device and it was corked and removed from the patient without issues. The procedure was completed by implanting seven axium coils and a neuroform stent. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2013-00784.

Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire and the catheter. The evaluation could not determine the cause of the event as the pipeline was found fully open; however, the braids were found damaged which may have contributed to the reported issue.(B)(4).